Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, one of the pieces of the valve disengaged from the trocar and fell into the patient. All pieces were retrieved and a new trocar was inserted and used without incident. There were no patient consequences reported.